Event description:
The customer contact reported the patient received more medication than intended. At an unspecified time, the device was programmed to deliver an unspecified concentration of insulin at a rate of 6.8ml/hr. No further programming parameters were provided. At 1600, the device was powered off for a tubing set change. The new tubing set was primed and attached to the patient. The customer contact could not specify if the tubing set was loaded into the device after being primed and attached to the patient. It was reported that at the same time as the tubing change, the patient was undergoing an echocardiogram. At 1727, it reported the tpn delivery was resumed at the previously programmed rate of 6.8ml/hr. At 1800, the device alarmed for n232 (proximal air a, backprime). At this time, the nurse noted that the tpn solution container was empty. At 2000, the nurse reported that the patient's diaper weight was equal to 130ml of urine. The patient's blood glucose was checked and was reported to be 500mg/dl. The patient was treated with two unspecified doses of insulin. It was reported that the patient, "recovered within a few hours of treatment." There were no reported adverse patient sequelae. The device was removed from clinical service. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. During testing at the user facility, the device passed testing and was returned to clinical service. The device history was downloaded and printed at the user facility. A review of the device history indicated that in 2009 at 1727, line a was programmed in the therapy mode, to deliver tpn 1u/180ml, at a rate of 6.8ml/hr with a vtbi (volume to be infused) of 163ml, for a duration of 24 hrs, and the delivery was started. At 2048, line a was reprogrammed in the therapy mode, to deliver tpn iu/180ml at a rate of 8.1ml/hr with a vtbi of 140.2ml, for a duration of 17 hrs and 18 mins, and the delivery started. At 2118, the device alarmed for n232 (proximal air a, backprime). Between 2118 and 2121, backpriming was started and stopped several times and the device alarmed with n251 (cassette test failure). The alarms were silenced multiple times between 2121 and 2135. At 2135, the programming on line a was cancelled. Alarms were silenced approx every 2 minutes. At 2151, the device alarmed with n102 (infuser idle 2 minutes). At 2154, the device was turned off.